Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a rf pic failed selftest error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they did a finger poke and delivered insulin but the meter wouldn't connect to the pump but the delivery was fine and then it started to beep.the customer saw the rf pic failed selftest error. The insulin pump passed the self test. The insulin pump will not be returned for analysis.